Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with bacterial infection, bacteremia, sepsis and septic shock. The device was removed from the patient. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. Medical record was provided for review. The medical records allege that through the right internal jugular vein approach, patient underwent port-a-catheter placement for chemotherapy for endometrial carcinoma, plaintiff was implanted with MRI powerport isp (model no: 1808060, lot no: rehp1321) on (B)(6) 2023 by (B)(6). After 20 days after the implantation patient underwent central line insertion procedure. X-ray chest was performed which showed that the catheter tip located at the junction of the superior vena cava and right atrium and had a syncopal episode that resulted in fall and found to have dehydration, fever, general weakness and hypotension. Infectious disease workup was abnormal for high grade mssa bacteremia, neutropenic sepsis, severe neutropenia, thrombocytopenia, lactic acidosis and acute kidney injury with creatinine of 1.9 and diagnosed as infection. 2 days after that patient underwent computed tomography angiography of chest which showed no central pulmonary embolus identified. Bilateral upper lobe ground glass opacities favoring infection and recommended follow-up for resolution. Patient was admitted to the intensive care unit and were in the hospital for seven days and had to be on IV antibiotics and have a PICC line placed. On (B)(6) 2023, patient underwent port-a-cath removal procedure by dr. (B)(6) for sepsis, bacteremia and neutropenic fever and shock. The capsule surrounding the port body, was spontaneous drainage of the hematoma/cloudy fluid. This was cultured and then used the scalpel to transect the sutures holding the port in place. The catheter was removed. The tip of the catheter was transected and sent for culture. At this point, thoroughly irrigated the wound. Patient tolerated the procedure well and no complications. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d4 (medical device catalog #, unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with bacterial infection, bacteremia, sepsis and septic shock. The device was removed from the patient. The current status of the patient was unknown.